Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. Products were found to have the same issue during the manufacturing and they have been discarded.  With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address the reported issue.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that upon removing the sterile powder sachet from the unsterile packing, the powder leaked through the lower seal. No adverse event has been reported as a result of the malfunction